Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 300-400 mg/dl. The customer changed the infusion set sites multiple times. The customer's bg level was currently 353 mg/dl. The customer was not sure what was the cause of the high bg. Tandem technical support performed a system check and the pump appeared to be functioning as expected. The customer indicated that another infusion set site would be used and insulin pens were to be used to see if they would help manage the bg level.